Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a neuron max 6f 088 long sheath (neuron max), a non-penumbra microcatheter, and a guidewire. During the procedure, the physician experienced resistance while advancing the red72 over the microcatheter and the guidewire. While retracting the red72 after completing the first pass, the physician experienced resistance again. Subsequently, after removal of the red72, the physician noticed that it was broken and stretched at the distal end. Therefore, the red72 was no longer used in the procedure. The procedure was completed using a penumbra system red 62 reperfusion catheter (red62), the same neuron max, the same microcatheter, and the same guidewire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned red72 confirmed that the device was stretched and fractured on its distal shaft. If the red72 is retracted against resistance during use, damage such as stretching and subsequent fracture may occur. Based on the reported event, the root cause of the resistance could not be determined. Further evaluation of the device revealed a kink near its distal tip. This damage is likely incidental to the reported complaint and root cause of this damage could not be determined. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.